Event description:
The user questioned thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3) results for two samples from one patient. Of the data provided, only the ft3 result for one sample was discrepant. The ft3 result from a sample tested on (B)(6) 2012 was 8.0 pmol/l. This sample was not retested. The ft3 result from a previous sample was 6.9 pmol/l. No specific date of testing was provided. Clarification has been requested. The sample was retested on a centaur analyzer and the result was 5.3 pmol/l. The results were reported outside the laboratory. The patient was not adversely affected. The patient has been referred to a thyroid clinic since 2006 for further tests and they were considering MRI & genetic analysis of thyroid receptor. The ft3 reagent lot number was 164774. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was submitted for investigation. No interfering factor which might have caused an elevated ft3 value was identified in the patient sample. The sample was sent to another laboratory for testing on a siemens centaur analyzer and the ft3 result was comparable to the result obtained by the customer. Based on these results, an issue with ft3 reagent can most likely be excluded.